Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier for non-sustained rv oversensing. Egms revealed intermittent oversensing of lead noise. Low, out of range high voltage lead impedance was also observed. The lead was capped and replaced. No adverse consequences were detected.